Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2005. Upon removal of the line 8 days later, an occlusion and a fracture near the suture wing was noticed. The PICC line was replaced.